Event description:
Additional information received indicated that the perforation caused by the right atrial lead resulted in loss of capture.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, it was reported the right atrial (ra) lead had perforated the heart, however, no information or imaging was provided to confirm the cardiac perforation. Loss of capture was also noted on the ra lead. No information was provided to confirm whether or not the loss of capture was related to the perforation. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.